Event description:
When the 6f .070 xb 3.5 100cm product was open for use, it was observed a crack in the product.

Event description:
Additional information recieved (B)(6): the distal tip was cracked.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15034729 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. No excursions were found for lot 15034729. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that when the product was opened the distal tip was cracked. There are no patient, procedure or vessel details available. When the 6f .070 xb 3.5 100cm product was open for use, a crack was observed in the distal tip of the product. One non sterile unit of vista brite tip gc 6f .070 was received coiled in a plastic bag; several kinks were detected through catheter's body at 2.8 cm, 36.2 cm, 43.7 cm and 69.7 cm from distal tip. No cracked condition neither other anomaly was found. The catheter was measured at several places near to the kinked condition against drawing and the results of outer and inner diameter were within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The complaint reported by the customer "brite tip/distal tip cracked" could not be confirmed during the analysis due to no cracked condition was found at brite tip /distal tip or throughout the catheter's body shaft. The cause of the kinks found on the body/shaft could not be conclusively determined during the analysis. However, the analysis result does not suggest that the reported failure is related to the manufacturing process. Procedural factors, handling and storage process may contribute to the failure as reported. Controls are in place to verify the catheter for kinks/bent; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. Neither the product analysis nor the DHR review suggest that the reported failure is related to the manufacturing process therefore, no corrective and preventive actions will be taken at this time. The reported complaint of distal tip cracked was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not suggest what other factors may have contributed to the confirmed event.